Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: h.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-abbvie device.